Event description:
Attending surgeon reported there was an abscess where each of the knots was tied on an interrupted suture of vicryl. The attending used 2-3 strands of suture when closing the incision and observed that only half of the incision or one strand had this abscess effect. The suture, abscess, etc, was incised and the incision was closed again.